Event description:
Caller reported a malfunction on the pump, indicating a fault with malf 12 code. There was no adverse impact to the customer¿s blood glucose level as it remained below 500 mg/dl. Customer was advised they would receive a replacement pump with updated software, and cts confirmed shipping arrangements and provided instructions for putting the old pump into storage mode before returning it. The customer will use mdi as backup therapy during the transition and acknowledged the steps needed upon receiving the new pump.